Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This is 1 of 2 reports of loss of consciousness that occurred two separate times. Please see related records (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Date of event is an approximation. The patient experienced inaccurate cgm values which resulted in overdosing insulin and hypoglycemic shock. According to the report, on (B)(6) 2023, she treated herself with insulin based on the cgm. The patient then experienced passing out resulting in a big gash on her forehead. The patient reported this happened twice. This report will capture the first incident. The patient could not remember the dates as she is having memory difficulties from chemotherapy, but she mentioned she was using dexcom at that time. She passed out for the first time around on (B)(6) 2023 because of the blood sugar. A neighbor downstairs checked on her, found her on the floor, and called an ambulance, which came in to take her to hospital. Her cgm at that time was in the 60s (60 or 69 mg/dl), but the emergency medical technicians reportedly got a lot lower bg readings (no values mentioned). The reversal of hypoglycemia was not specified. The patient stayed in the hospital 3-4 days. There was no documentation of further medical evaluation or intervention for loss of consciousness due to hypoglycemia. Due diligence to contact the patient by technical support and medical safety for more information was unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.